Event description:
A malfunction was reported on the pump, identified by a code as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer received assistance with the reset process. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code reappeared and acknowledged the instructions.